Event description:
Device was implanted with a competitor stem in 2004. In 2005, the stem was found to have loosened. The stem and liner were revised nine days later. At removal surgeon requested evaluation of wear on liner.